Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient underwent percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement procedure. On (B)(6) 2016 the patient reported feeling bad, having stomach distention, fever with temperature of 101.8 degree f, pain at the insertion site rated at 8, increased swelling to insertion site, and oozing blood from stoma. The patient went to the emergency room. Patient stated that the physician nicked vessel during the procedure which required intervention. On an unspecified date, the bleeding stopped. On (B)(6) 2016 the patient was examined by the gastroenterologist and found to be normal, no medication or intervention was prescribed.